Event description:
It was reported that before use of the bd precisionglide¿ needle there was an issue with white particulate matter found in the needle cap.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed. 53 inspections performed - no defects found. No notifications were written for this batch, nor for the associated assembly batch. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #8143717 regarding item #305197. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). The initial reporter also notified the FDA on 2018-11-19. Medwatch report # mw5081473a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle there was an issue with white particulate matter found in the needle cap.